Event description:
It was reported that patient had pulled out and dislodged this right ventricular (rv) lead. This rv lead was successfully repositioned. No additional adverse patient effects were reported.